Manufacturer narrative:
(B) (4). (B) (4). Eval summary - the analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a gastric bypass, the device delivered a cut line with no staple line on the first firing. First, the surgeon did hand stitch to close the wound. Then, surgeon changed from that device to a similar device to complete the procedure. The pt is stable.